Event description:
Customer reported they were unable to recall images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found that the system was running slow. Hard drive appeared to be failing. Operating room tech was able to download all pertinent images to pacs before replacing hard drive. Replaced hard drive. Tested and verified proper operation of the system.